Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the stapler did not provide adequate skin closure during procedure. No patient injury.